Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 10. Details of surgery: Ridge augmentation and Immediate extraction site. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with poor oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis, Pain, Mobility and Inflammation. No further patient complications were reported.